Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 with high blood glucose over 500 mg/dl. The cause of the hospitalization was diabetic ketoacidosis. The customer reported the reservoir was not properly placed in the casing and the insulin pump was not delivering insulin. It was reported that the insulin pump was missing the o-ring. The customer was treated with fluids, which lowered their blood glucose to 300 mg/dl. The customer was wearing the insulin pump at the time of hospitalization. The insulin pump will be returned for analysis.